Event description:
Patient monitored uterine activity daily from home using a genesis monitor. Patient had routinely reported active fetal movement during daily phone contact with perinatal nurse. In afternoon of 4/15/93, patient became aware of a lack of fetal movement and contacted her physician. An intrauterine fetal demise was confirmed by ultrasound and patient subsequently delivered a stillborn infant. The fetal demise was of undetermined etiology. Because there was no clinical explanation for the demise, this event was determined to be MDR reportable.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.